Event description:
It was reported that the patient was hospitalized due to seizures and concluded due to normal eos. It was later reported that during pre-op for replacement the patient was seen with low impedance <600 ohms. Dr. (B)(6) decided to proceed and swap out generator to see if impedance alert would cl0ear. It was noted that upon exposure of generator from pocket, dr. Noticed lead sheath was peeling away. New generator was placed. Lead impedance remained less than 600 ohms. Lead revision is planned for future date. No known further surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later found from programming history database periodic review that patient was seen with low impedance again. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.